Event description:
It was reported that: the pt complaints of pain since the surgery. The pt claims he can't walk and has not been working since (B)(6) 2012. His surgeon has referred him to stryker. Update per sales rep: it was reported that there was a revision of the left abgii hip. The pt was revised due to groin pain. No medical records for x-rays as per doctor policy.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.